Event description:
The customer reported to olympus, that the evis exera iii colonovideoscope had an air/water aspiration issue. During the inspection and testing of the returned device, the nozzle was found to be obstructed, which had been attributed to insufficient cleaning. His medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Scratches were found throughout the body of the scope. The charged coupled device lens glue was chipped, the distal end cover was cracked, the bending section cover glue had an exposed thread, the bending tube was deformed, the insulation of the insertion tube was near the threshold value, the air/water and suction nuts had peeling paint, the suction cylinder was discolored and the universal cord was buckled. The scope connector cover was corroded and damaged and the plug unit was damaged. The unit failed the channel system due to the air function and water function tests. The nozzle was found to be clogged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: ¿the nozzle was clogged with clear and thin material. No other information was obtained regarding the material. It is possible that the material could not be removed even though the user reprocessed device properly in accordance with IFU. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ·inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities ·operation manual_ inspection of the endoscopic system - inspection of the air-feeding function. - inspection of the objective lens cleaning function¿. ·reprocessing manual_ precleaning the endoscope and accessories - warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. -flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. ·manually cleaning the endoscope and accessories_ flush the air/water channel with detergent solution. ·presoaking the endoscope if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Olympus will continue to monitor the field performance of this device.